Event description:
Information was received from the provider tha the patient reportedly "suffered" and was hospitalized and received 15 lpm of oxygen. According to the information received from the provider, the device had a noisy compressor and a contaminated sieve bed. The sieve and compressor were replaced by the provider to correct the problems. Despite requests for additional information surrounding this event, none has been made available to the manufacturer.

Manufacturer narrative:
Device not returned to MFR for evaluation.